Event description:
It was reported that the patient had transient dizziness due to pacing inhibition from to oversensing on the right ventricular (rv) lead. The rv lead was also noted to be fractured and an alert was triggered. The pace/sense portion of the lead was capped and replaced. The high voltage portion of the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d224drg implantable cardioverter defibrillator: (B)(6) 2010. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on a pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, and oversensing due to non-physiologic signals/sic (sensing integrity counter). 574 of 18916 lifetime ventricular-sic are recorded beginning (B)(6) 2014. Lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the requirements for impedance and ventricular-sic. Maximum ventricular pace impedance rises from 475 ohms the week ending (B)(6) 2013 to greater than 1500 ohms the remaining weeks of implant. There are 15 non-sustained tachycardia events of less than 220 ms cycle length recorded on (B)(6) 2014.